Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found to be dislodged. Pod treatment was unavailable.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was returned and evaluated. Inspection of the fluid path and needle mechanisms found no damages or defects that would have contributed to the reported dislodging. The battery voltages were measured and found to be lower than expected. An external power supply was used for data retrieval attempts. Despite numerous attempts, including removal of the pcb, the data could not be recovered from the device. The smc could not be measured because a connection could not be made with the master pdm. The exact cause of the reported event could not be determined. Inspection of the adhesive pad and its welds found no damages or defects that would have contributed to the reported adhesive malfunction. The exact cause of the reported event could not be determined. The top housing was observed to be cracked. The timing and cause of this damage could not be determined. Upon removal of the top housing, several internal components including the piezo, piezo spring, reservoir cap, ratchet gear and mechanism rails were observed to be damaged. These damages were determined to be post use.